Manufacturer narrative:
Procedure/medical information review: procedure note medical review for complaint (B)(4) a detailed medical review of the available procedure data has been completed for complaint (B)(4). Data review reflects that the medical history for the patient is unknown, stent implantation involved a fred with stent implantation site of aneurysm location va and ba. Data reflects the aneurysm size: neck 50 mm, length 20 mm, width 30 mm, height 50 mm with side branch vessel covered: pica and aica covered. Aneurysm shape is fusiform, unruptured with anatomical lesion location on the right side. Anatomical parent vessel diameter is: 3.7 mm on the proximal side and 3.7 mm on the distal side. Preoperative, therapeutic antiplatelet and anticoagulant therapy included aspirin and prasugrel and postoperative anticoagulant therapy included aspirin and prasugrel. During deployment of the fred, the proximal flare of the stent did not open properly. An attempt was made by the physician to retrieve the stent in the microcatheter by applying massage, advancing and retracting the stent within the microcatheters. Physician was unable to retrieve stent into the microcatheter prior to release. Procedure data reflects that the physician utilized a microwire of which an attempt was made to pass it through the stent which resulted in severe shortening of the stent which did not allow the microwire to pass through the stent. Data further reflects the physician indicating from an intraoperative assessment that there was a possibility that a portion of the inner layer of the stent was torn and turned upward inside the stent thus blocking the lumen of the stent. Physician intraoperative visualization indicated no thrombus occlusion and dapt therapy was continued. Procedure was completed. Procedure note medical review conclusion for complaint (B)(4) procedure note medical review conclusion for compliant (B)(4) has been completed. Procedure data indicates the stent did not open and could not be resheathed. Postoperative anticoagulant therapy included aspirin and prasugrel and no image is available. Investigation findings: without the return and physical evaluation of the device, the investigation cannot definitively determine if a condition existed that would have caused or contributed to the reported event. Based on a review of the device's risk documentation, the reported event did not indicate there were any potential or new manufacturing, design, quality, or other systemic issues, or non-conformances. The complaint code is monitored through the trending process; corrective action is determined, as needed, through this process. Investigations of historic complaint files with similar complaint category coding are recorded in the complaint handling system; without the ability to perform and analysis of the device, this investigation cannot identify with certainty any potential root causes. Batch review: a search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. Complaint system review: there are no similar complaints based on the complaint category regarding this batch number from the last two years recorded in the complaint system at the time of this investigation. IFU review (additional information can be found in the IFU): potential complications below is a list of the probable adverse effects (e.g., complications) associated with the use of the neurovascular flow diverters. -allergic reaction, including but not limited to: contrast dye, nitinol metal, and any other medications used during the procedure -blindness ·complications of arterial puncture including pain, local bleeding, or injury to the artery, or adjacent nerves ·cranial neuropathy ·death ·device fracture, migration or misplacement ·dissection or perforation of the parent artery ·headache ·hemorrhage (i.e., intracranial hemorrhage (ich), subarachnoid hemorrhage (sah), retroperitoneal (or in other locations)) ·infection ·mass effect ·neurological deficits ·reactions to anti-platelet/anti-coagulant agents ·reactions due to radiation exposure (i.e., alopecia, burns ranging in severity from skin reddening to ulcers, cataracts, delayed neoplasia) ·reactions to anesthesia and related procedures ·reactions to contrast agents including allergic reactions and kidney failure ·rupture of the aneurysm ·stenosis of stented segment ·seizure ·stent thrombosis ·stroke or tia (transient ischemic attack) ·thromboembolic event ·vasospasm ·visual impairment

Event description:
It was reported that during treatment of an aneurysms in the va and ba, a stent was deployed, and the proximal flare did not open properly. The stent was attempted to be retrieved in a microcatheter to apply massage by advancing and retracting the stent in the microcatheter, but the stent could not be retrieved into the microcatheter properly before it was released. A microwire was attempted to pass through the stent, but the stent became severely shortened, and the microwire could not pass through the stent. No thrombus occlusion was observed, dapt was continued, and the procedure was completed. No patient injury occurred.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was implanted in the patient and not returned to the manufacturer for evaluation.  Medical history was provided.  The investigation is currently ongoing. Upon completion of the investigation, a supplemental MDR will be submitted.